Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise leading to oversensing were observed on the right ventricular (rv) lead, leading to the delivery of inappropriate high voltage therapy. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of inappropriate shock, oversensing noise and lead damage were confirmed. As received, a complete lead was returned in two pieces. An insulation abrasion was found between the ring electrode and inner coil lumens. In this region, both the ptfe liner and one etfe cable coating were abraded. The cause of the reported events was isolated to the insulation abrasion breaching the ring electrode and inner coil lumens with the ptfe liner and one ring electrode etfe cable coating abraded.